Event description:
It was reported via repair work order that the patient left side rail will not lock in place due to damaged latching assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.